Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a compression fracture and the procedure was completed successfully without any incident. It was reported that the patient fell during post-op hospitalization which caused the treated vertebral body to re-fracture and, consequently, the patient also had pain. The patient had an "unknown additional surgery, and she is undergoing rehab". The surgeon commented that the complication is not related to any product used in the kyphoplasty. No further information or complications were reported.

Event description:
It was reported that "the initially reported refracture of the operated vertebral body did not occur". It was also noted that the "patient fell several times and re-developed lower back pain". A revision via posterior fusion using the competitive products was performed on the patient. It was also reported that "hydroxyapatite was filled into a remaining cavity" during the revision but cement from the initial bkp was not removed. A postoperative infection occurred and removal of instrumentation and debridement were performed 38 days post-revision. Patient was reportedly treated with adrenaline, verapamil hydrochloride, dopamine hydrochloride, venilon-I (blood product), panipenem betamipron, metoclopramide, sulpyrine hydrate metamizole sodium, flurbiprofen axetil, furosemide, clindamycin phosphate, albumin agent and cefozopran hydrochloride for the infection. During rehabilitation treatment approximately 27 weeks post-bkp, the patient's condition worsened and developed pneumonia. Three days after being diagnosed with pneumonia the patient died of respiratory failure. The physician stated that the patient's death was not related to balloon kyphoplasty procedure or bkp products since the patient "once recovered and death occurred some time after taking bkp procedure". The patient's crp values went from 0.29 to 1.60 shortly before patient's death. An autopsy was not performed. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, nrs score was 7 were caused by the post-op injury. Bkp and infection/death were not related. On (B)(6) 2012, wound closure was done. On (B)(6) 2012: nrs was 5, which was from the operation. 2 weeks after the operation, pain was improved.

Manufacturer narrative:
(B)(4)